Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026. The high blood glucose persisted for less than 1 hour and was treated with a manual insulin injection/ insulin pen. No further information available.